Event description:
New information received notes that the right ventricular lead was explanted and replaced on (B)(6) 2026. The patient was stable post-procedure.

Event description:
It was reported that the patient presented to the emergency room. It was noted that the right ventricular lead exhibited noise over-sensing which resulted in high ventricular rate episode and pacing inhibition. The noise was reproduced with isometrics. Programming changes were made. The patient was in stable condition.